Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels in the 41-71 mg/dl range. Reportedly, the customer's personal profile settings required adjustment. Bg was treated with glucose injections and eating food. The customer was instructed to consult with healthcare provider regarding bg level.